Event description:
It was reported that the atrial lead was not capturing at maximum output. Imaging revealed atrial lead dislodgement. The atrial lead was explanted and replaced. Parameters with the new lead were within normal limit. The patient was discharged home.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. A complete lead was returned with its helix fully extended and within product specification for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.